Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle was clogged by a black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material may have remained in the nozzle since the subject device was returned to olympus without conducting/completing reprocessing at the facility. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. States the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.